Event description:
The customer's parent called to report that the two driver arms in the pump were not locking into place. It was stated that the bgs were high and customer could not use the pump. Advised the parent to call the doctor for the two high bg rule.